Event description:
It was reported that the customer fell and as a result the touch screen became shattered; but remained functional. Additionally, the pump touchscreen became difficult to read. The customer's blood glucose was between 72 and 90 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.